Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 624 mg/dl. Customer attempted to self-treat with a bolus via pump and supply change, however, was treated with intravenous fluids of saline and insulin at the ER. Reportedly, the customer was released same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. I was also reported, upon resuming insulin therapy with pump, the customer experienced a low bg of below 40 mg/dl, cause was unknown. Customer consumed carbohydrates to address their bg level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.